Event description:
It was reported that the patient presented for an implant procedure. During the procedure, before the device exchange, it was noted that the lead could not be removed from the device header. The lead was eventually disconnected after being cut out and capped. The pacemaker was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew to remove the lead was confirmed. Analysis revealed that there was an abundance of septum punchouts filling the a- and v-setscrew insets. The septum punchouts were the result of incorrect wrench insertions being made through the septum. No device anomalies were found. The cause of the problem was due to the incorrect use of torque wrench by the user. Correction ¿ section g3 ¿ date received by manufacturer should have been 9 apr 2025 not blank as submitted in 2017865-2025-38794 follow-up number 1 submitted on apr 14, 2025.

Manufacturer narrative:
Correction g8 - adverse event and require intervention to prevent impairment/damage (devices) should not have been checked for b1 and b2 respectively as this event did not cause a serious injury.